Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) is not receiving adequate coverage from her therapy system. Efforts to address this issue via reprogramming yielded short term success. Diagnostic tests reveal impedance issues for several lead contacts. Details regarding the next course of action in this matter have not been disclosed.